Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support and reported that they had peritonitis and were in the hospital. Upon follow up, the pdrn stated the patient was experiencing symptoms of nausea and vomiting. As a result, the patient went to the hospital on (B)(6) 2023 and was admitted. During hospitalization a pd culture was obtained which grew staphylococcus bacteria (species not provided) and the patient was diagnosed with peritonitis. The patient was treated with unspecified antibiotic therapy and continued pd in the hospital. The patient was discharged on (B)(6) 2023 continuing pd with the same cycler. The patient is recovering. The pdrn stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The pdrn stated it is suspected the patient had a breach in aseptic technique during the pd exchange. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture generated growth of the organism staphylococcus which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis is likely to be associated with a breach in aseptic technique during the pd exchange, as reported by the patient¿s nurse.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support and reported that they had peritonitis and were in the hospital. Upon follow up, the pdrn stated the patient was experiencing symptoms of nausea and vomiting. As a result, the patient went to the hospital on (B)(6) 2023 and was admitted. During hospitalization a pd culture was obtained which grew staphylococcus bacteria (species not provided) and the patient was diagnosed with peritonitis. The patient was treated with unspecified antibiotic therapy and continued pd in the hospital. The patient was discharged on (B)(6) 2023 continuing pd with the same cycler. The patient is recovering. The pdrn stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The pdrn stated it is suspected the patient had a breach in aseptic technique during the pd exchange. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.